Manufacturer narrative:
The reported events of insulation abrasion and inadequate capture were not confirmed. As received, a partial lead of only the distal portion was returned. Electrical testing did not find any indication of conductor fractures. Visual and x-ray examinations of the partial lead did not find any anomalies except for procedural damage.

Event description:
It was reported that during a follow up in clinic, inadequate capture was noted on the left ventricular (lv) lead. The lv lead was explanted and replaced to resolve the event. Insulation abrasion was observed on the lv lead resulting in externalized conductors. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.